Manufacturer narrative:
Resolution: the fse replaced the da to mc cable per (B)(4) to address the reported problem. The z-2061-2017.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported check vent at sign on due to an internal communication issue. Spi bus is an internal communication link between the cpu and peripheral subsystems. No patient harm reported. Patient information requested.